Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-06015 for a description of the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure while placing clips in the colonic-splenic flexure, one clip, upon firing, did not stay on the mucosa and fell off. This clip was left in the colon to pass naturally. A second clip, upon trying to fire, would not disengage from the catheter. The catheter was removed from the scope with the clip still attached to the catheter. The procedure was completed using additional resolution clip devices. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number ; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).